Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively. Concomitant devices added.

Manufacturer narrative:
The concomitant device(s) information is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg displayed an 'end of life' indicator. The patient could no longer communicate with the ipg after suffering a seizure. Surgical intervention is planned as the next course of action. Device information is unknown at this time.